Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. According to the inspection result by local service department, it was confirmed that there was no glue in the place where it has to be. It was also confirmed that there were scratches around the indicated part. It was possible that some kind of external force might be applied to the subject part. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that there was gap of adhesive on the distal end. The adhesive peeled off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object. There was no report of patient injury associated with the event.